Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Customer support guided the caller in resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue happened again.